Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should device become available, the eval summary will be submitted in a supplemental report.